Manufacturer narrative:
It is reported that the patient underwent revascularization of the lcx and l-av approximately 5 months post index procedure. The investigator assessed the event as related to the device. The cec has adjudicated the revascularization as no event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient is a smoker with a history of previous mi, previous pci and previous CABG. Index procedure was prompted by unstable angina. The previously reported tvr¿s were treated with poba. Approximately 5.5 months post index procedure poba was carried out in the lm. The investigator has assessed the event as not related to the study device.

Event description:
It was reported that during the index procedure the patient had a resolute integrity (rx) drug eluting stent implanted in the distal cx. 3 months post index procedure the patient experienced chest symptoms which appeared more often in cold places. The patient had cag and pci performed 5 days later. An occlusion was noted in the target lesion. 8 months post index procedure the patient experienced chest pain and cag was performed. Cine-radiographic image showed occlusion of target lesion.

Manufacturer narrative:
The cec adjudicated that the previously reported revascularization of the target lesion in the cx was related to the study device.